Event description:
The customer reported that they had a bad therapy cable connection.

Manufacturer narrative:
The customer reported that they had a bad therapy cable connection. A follow-up report will be submitted upon completion of the investigation.